Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead perforated which caused a drop in the patient's blood pressure, tamponade and pericardial effusion. The right atrial (ra) lead thresholds increased. Pericardiocentesis was performed. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.